Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large needle driver instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. The instrument did not have any damaged cables.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing , the 8mm large needle driver instrument was observed to have a defective cable. There were no reports of patient involvement or patient injury.